Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient as glare/halos and clinical reason for explant being measurement issue. The iol was explanted and exchanged for a non company atiol following the initial implant procedure. Additional information has been requested and received stating that the symptoms were resolved.

Manufacturer narrative:
The lens was returned on a piece of white medical sponge in a ziploc baggie. Solution was dried on the lens. The optic was cut into two pieces, typical of an insertion and removal. One optic portion has a small cracked area near the edge. The other optic portion has a scratched area with small crack damage near the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint of "explant; can't tolerate glare/halos; measurement issue". The lens was returned cut into two portions, typical of an insertion and removal. Additional optic damage was observed. Each lens is subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company lens (1.50 cyl.) 17.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company, monofocal toric 17.0 diopter lens. This information of replacing the multifocal toric lens with a monofocal toric lens may suggest that the replacement lens was an improved selection for this patient's vision needs or preferences. Follow up attempts were made for more clarification. No further clarification has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).